Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure which is the expected or random component failure without any design or manufacturing issue due to degradation problem identified which is problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section d: the exact model of the device was unknown. A representative device was chosen. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the ceramic head of the inner sheath was damaged and was replaced. It was observed during reprocessing. There were no reports of patient harm associated with this event.